Event description:
It was reported that during an attempted implant, the device did not successfully convert the patient on the first attempt and the patient was externally defibrillated. Following the external defibrillation, the device went into backup vvi mode without hv therapy available. The device was replaced.

Manufacturer narrative:
Analysis found high voltage output circuit damage on the device. The cause of the output circuit damage was not determined. The device experienced a reset that was caused by external defibrillation. The low voltage functionality was tested on the bench and was found to be normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.